Event description:
The customer was hospitalized with dka. Doctor believes it may have been a problem with the pump. The troubleshooting conducted indicated the device was working properly. Explained the rule of changing the infusion set after two consective high blood sugar readings. Sent a tubing clamp and instructed to call back when it is received for further troubleshooting.